Event description:
It was reported that the user experienced episodes of low blood glucose while using the ilet and expressed confusion about meal announcements and carbohydrate estimation, with a documented nadir of 60 mg/dl and treatment of lows at approximately 90 mg/dl with a cookie; the device provided low alerts and the event was corrected without outside assistance or medical intervention. Symptoms included sweating, dizziness, and feeling fuzzy. Outcomes included transient hypoglycemia without hospitalization or long-term impairment. Investigation included troubleshooting and user education, including scheduling additional training on correct meal announcements and intended pump use. Investigation of this case revealed no device malfunction and suggested user-related factors, including uncertainty with meal announcements and treatment practices, as the likely contributors to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear and most consistent with use error related to meal announcement and low treatment behavior. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.